Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV.

Event description:
Healthcare professional additionally reported "increment temporal of the volume with posterior decrease so it is developing repetition seromas." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe as it is a medical event not related to the device. Device appears to trigger rejection: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.